Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform self test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroded electronic assemblies not allowing unit to turn on or access to download, isolate to electronic stack. Unable to testify for battery cap damage as well as battery loss due to missing cap and blank display. Unit was also received with cracked battery tube, cracked corner of belt clip rails, cracked case, battery tube threads cracked, broken belt clip rails, scratched case, pillowing keypad overlay, and missing display window cover. In conclusion, customer¿s concern of blank display was confirmed because the unit came in with blank display which was due to corroded electronic assemblies, isolate to electronic stack. Customer's concern of battery compartment damage was confirmed when cracked battery tube threads, battery tube, cracked case, and cracked corner of belt clip rails were noted. However, customers concern of battery cap damage and unexpected battery loss was unconfirmed due to the blank display as well as a missing battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alert while changing the battery, the copper part on the battery cap was damaged. After changing the battery, the pump was not turning on, and the pump had a crack. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for battery cap issues and the customer reported battery cap contact damage. The customer is to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. Troubleshooting was performed for display issues, and the customer reported a blank display. The customer stated that even after replacing a new battery, the display did not return. Troubleshooting was performed for damage and the customer reported damage to the battery tube side, and the pump's functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.